Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). No anomalies found, however blood was noted on the distal conductor; full lead returned and analyzed.

Event description:
It was reported that during implant the right atrial (ra) lead helix would not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.